Event description:
Customer reportedly received results of 130 mg/dl and 71 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms reported with these results; customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.